Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) exhibited intermittent communication failure resulting in signal loss to the ilet, after which the devices were paired using a provided code and the ilet displayed a glucose reading. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed a signal loss without identification of a responsible device, with no evidence of system malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was user setup or environmental factors related to configuration and pairing.

Manufacturer narrative:
Initial.